Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was having pain in her joint and had increased chromium levels in her blood. The patient had a depuy pinnacle cup with a metal on metal bearing and an s-rom stem. Doi: (B)(6) 2011; dor: (B)(6) 2018; right hip.

Event description:
Update ad 13 nov 2019: (B)(4) has been re-opened due to the receipt of unf and medical records. After review of medical records, patient was revised to address severe elevated cobalt and chromium levels secondary to weakness of her abductor muscles . Revision operative note reported that the patient abductor muscle were deficient. Patient progress note stated that shortly after her right hip surgery patient began to experience discomfort on her right groin with activity.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b2, b5, b6, b7, h6(patient) no code available (3191) used to capture blood heavy metal increased and device revision or replacement.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.